Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not supplying power when connected to the controller was confirmed via log file analysis. The mobile power unit (serial number: (B)(6)) was not returned for analysis. Review of the submitted log files revealed atypical low voltage alarms and no external power alarms on 17feb2026 and 19feb2026, consistent with loss of power on mpu. The alarms resolved shortly after once external power to the mpu was restored. The backup battery provided support to the system without issue during this event. Pump operation was not affected. Provided information stated that the mpu did not show any alarms and that its green light was on and working. When the patient connected to the mpu, ¿connect to power¿ alarms would activate. The mpu was replaced. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted their mobile power unit (mpu) would not give any power. There was no yellow wrench alarm and the green light was on and working. When the patient was hooked up to the mpu, the left ventricular assist device (lvad) would alarm "connect to power immediately". Log files were submitted for review and captured some odd cable voltages on (B)(6) 2026 while connected to the mpu. The mpu was replaced.